Event description:
The customer stated that she was hospitalized with high blood glucose levels and large ketones. The reported blood glucose reading was 1900 mg/dl. The customer stated that she experienced dizziness and headaches prior to the event. The customer had been experiencing high blood glucose levels for the past three weeks. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Reviewed the alarm history, and found multiple motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.